Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room (ER) with an unknown blood glucose level due to the occlusion. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.